Manufacturer narrative:
The inari devices were retained at the hospital per policy, are not available for evaluation. The inari account manager was interviewed and stated the dilator split in half along the guidewire. The patient had a lot of scar tissue in the access site (jugular). The patient did not experience any injury due to the dilator splitting. A new sheath was opened, and the case was completed without further issues. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Manufacturer reference: (B)(4).

Event description:
On july 15, 2025, inari medical received a copy of a voluntary medwatch mw5172147 that stated a protrieve sheath tore apart on insertion into the insertion port and it did not enter the patient. The device was no longer used during the procedure. Per medwatch event/problem section "inari sheath, on insertion, tore apart, md discontinued use of the product. The device did not enter the pt just the insertion port ."